Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone11.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from their arm causing the cannula to dislodge. Insulin was reported to be leaking during wear and upon pod removal, redness and irritation were observed. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. No timeouts or drive stalls were observed. An 0x18 alarm code was observed in the pod data, indicating the pod reached an empty reservoir. The cause of the reported dislodging event could not be conclusively determined. The pod was received with the soft cannula deployed. A leak test was conducted successfully, no leaks were observed. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined.